Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 1 piece of foley catheter with empty packaging code 33616 lot ngjw0884 was detected. When tracking, there was an entry of 29may2025 of the mentioned lot, entry voucher 5001015684, order (B)(4). Therefore, folio rip-144-2025 was generated and 1 piece was blocked in the set. Additional information received on 25 sep 2025. The defect was detected on (B)(6) 2025. The sample is available for return and analysis. The packaging has no leakage.

Event description:
It was reported that 1 piece of foley catheter with empty packaging code 33616 lot ngjw0884 was detected. When tracking, there was an entry of 29may2025 of the mentioned lot, entry voucher 5001015684, order 4500059406. Therefore, folio rip-144-2025 was generated and 1 piece was blocked in the set. Per additional information received via ibc on 25sep2025, stated that packaging had no leakage. And defect was detected on 23sep2025. Additional information received on 25 sep 2025. The defect was detected on 23.09.2025. The sample is available for return and analysis. The packaging has no leakage.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned two-photo sample noted one (with original packaging), foley catheter. Visual inspection of the first photo sample noted the front side of the product packaging. The second photo shows the backside of the product packaging with no product inside the packaging. A labeling review is not required because labeling could not have prevented the reported issue. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.